Event description:
The timelines are the best of my recollection over the past 19 years. My first set of implants mentor saline under the muscle at (B)(6) years of age. I had those in 2000. I was having extreme difficulty breathing which I believed was due to asthma. Shortly after having implants, my periods became heavier and I was having periods 2 ½ to 3 weeks with much more bleeding than previous. About three years after implants, I had a hysterectomy. About 8 years after implants, I had my gallbladder removed. During this time, I continued to experience difficulty breathing and fatigue. I was also placed on thyroid medication for hypothyroidism. I have struggled over the years with digestive disorders ranging from severe diarrhea to constipation, fatigue, unexplained rashes, yeast infections, jaw pain, hair loss, dry skin/nails, reverse hiccups, bone pain, muscle aches, sensitivity to light/sound, hip pain, difficulty swallowing, feeling of pressure in my throat and upper chest, pain in my upper abdomen that radiates across my back. I had my implants exchanged in 2006 for another set of mentor saline under the muscle which are approximately 400 cc. These were larger than I wanted but my physician decided while I was on the operating table that I would want them this big. These made me a large d/dd when I wanted a regular c. I have a petite frame and these are way too big and heavy. They have caused extreme neck, shoulder and back pain. After the second set, my symptoms escalated. I did not connect the dots that my health symptoms were related to my breast implants. The only symptoms I have been warned about were possible rupture or capsule contracture. My breasts have not done either, so I thought I was safe. Within the past year, my health has really struggled and I gained weight in spite of a healthy diet and regular exercise. Within the past six months, I have rapidly gone downhill. I have really struggled to breathe, have had many episodes of heart palpitations, hair falling out by the handfuls, extreme fatigue, tremors, muscle weakness, dropping things, numbness in my right arm/hand and lower legs and extreme low back pain. Since (B)(6) 2018, I have not been able to do any exercise. I don¿t have enough energy or oxygen. Just climbing our stairs requires me to lay on the bed to catch my breath before I am able to brush my teeth. I have long hair and at point, I was ready to chop off myself because it required too much effort to comb and I don¿t have the oxygen or energy to do it. Since (B)(6) 2018, I have been to the ER twice. The first time I was experiencing heart palpitations and extreme shortness of breath which was triggered by simply emptying the dishwasher. They did a CT with a contrast to rule out a pulmonary embolism and an echocardiogram and a lot of blood work. I have seen a pulmonologist several times since (B)(6). She did a pulmonary function test which showed a pseudo-restriction which is common in obese people which I am not. She also conducted a mip and mep test which showed long muscle function at 50%. In order to rule out a neurological issue, she ordered a brain MRI which was abnormal. Then I saw the neurologist to evaluate me for ms. He ruled that out but ordered an electromyogram which did not indicate new nerve deterioration but did show nerve damage from my low back. In (B)(6) 2019 I had to visit the ER again. This time I was having excruciating upper abdominal pain that radiated in my back. It would come in waves of pain similar to labor pains. They ordered multiple lab tests and a CT of my abdomen. The lab test indicated my liver and pancreas enzymes were elevated, the CT test showed no inflammation of the liver or pancreas, she diagnosed me with acute pancreatitis. I am scheduled to explant (B)(6) 2019. My pulmonologist will repeat the tests once I have the implants and scar tissues removed to see if that was or was not the main cause behind my issues. They are still inside. I am unable to locate my card.